Event description:
It was reported that during a vinci-assisted surgical procedure, the 8mm small grasping retractor instrument was still working, but the cables were showing on the jaws. The surgeon was handing tissue in a normal fashion way, then notices the cable and decided to get new instrument to prevent issues form this one. There were no fragments fell in abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator (roco) informed the instrument was inspected prior to use and nothing out of the ordinary from first visual inspection. The issue occurred approximately about 10- 15 minutes into the surgery. As the surgeon was handling the large intestine, the instrument did not fail, but one wire was exposed. So, the surgeon decided to get a new arm to prevent any fragments getting on the patient. They do not recall collisions happening during the procedure. There were no fragments that fell into the patient. The procedure was completed robotically. The roco do not have in his possession the recordings. It was a dv5 case. The surgeon might have recordings if they saved that portal video.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.